Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge from 178 units to 113 when the patient performed the load step. At the time of concern, the subject pump did not prompt a no cartridge detected warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump black box showed that loss of cartridge detection was observed which was duplicated during testing. During testing the load cartridge step failed to detect the filled cartridge. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.